Event description:
A 1.25mm diameter x 10mm length sprinter legend rx balloon dilatation catheter was crossed to the lesion and when the physician inflated the device approx 5 times up to 23 atms, the balloon ruptured. Prior to this, one other MFR balloon dilatation catheter was inflated 10 times up to 16 atms at target lesion. The target lesion, located in the lcx #14, was described as moderately tortuous, moderately calcified and with 99% stenosis. It was reported that the balloon was positioned at the lesion with its middle part; however, the ruptured location was at the very distal edge of it. No abnormalities were noted during preparation and inspection of relevant device prior to use. The procedure was completed using two other MFR balloon catheters. The pt is reported to be fine and no other sequelae were reported. Eval summary: medtronic has received the device and its analysis has been completed. No damage was noted to the hoop and no resistance was felt upon removal. Review of the returned device confirmed the balloon burst as reported by the physician. The balloon material appeared slightly bunched at the distal cone which would suggest that some movement of the device occurred either during or after the procedure. The balloon bond material also appeared slightly expanded and flared. No further damage was noted.

Manufacturer narrative:
(B)(4): eval results: overexpansion of the relevant balloon to 11 atms above rbp. Calcification. Conclusion: overexpansion of the relevant balloon to 11 atms above rbp. Calcification. Eval summary: medtronic has received the device and its analysis has been completed. No damage was noted to the hoop and no resistance was felt upon removal. Review of the returned device confirmed the balloon burst as reported by the physician. The balloon material appeared slightly bunched at the distal cone which would suggest that some movement of the device occurred either during or after the procedure. The balloon bond material also appeared slightly expanded and flared. No further damage was noted.